Event description:
The system 6 sagittal saw was sent for evaluation due to it not working during a procedure. There was a 1 hour delay in the case as a result of this event. There was no medical treatment or intervention required and no adverse consequences as a result.